Event description:
During an incident in 2000 involving a patient in cardiac arrest, the unit indicated "low battery" and would not shock the patient. The patient was pulseless and not breathing. She was moved from a couch to the floor, her airway was opened and o2 was administered by bvm. CPR was started and the defibrillator was attempted to be used. Paramedics arrived and took over patient care.

Manufacturer narrative:
The returned defibrillator was tested using a known good power source and proper operation was verified. Using both of the returned expired batteries, lots 951117 & 950919, the unit shut down during the first charge prompting "replace battery, battery low", falling the battery capacity test as define in the hs3000 operating instructions. The incident printout documents one power-on in which the unit analyzed, began charging and then shut down during charge prompting "replace battery, battery low". The message "replace battery, battery low" prompts when the battery lacks the capacity to perform as required and the defibrillator shuts down. The hs3000 operating instructions explain how to test for capacity and maintain the heartstart battery. It recommends replacement after 2 years.